Manufacturer narrative:
Possible root causes of suspected false positive results reported by (B)(6) are following: 1. Complainant might misinterpret test results. 2. Complainant might not follow the instructions for use (IFU) a. Inadequate sample collection (excess blood or mucus on swab). B. Interpreting result after 15 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. 3. Complainant did not perform the test in accordance with its intended use a. Single test for asymptomatic patient 4. 2% of false positive results are expected based on performance characteristics claimed for this test (98% npa). 5. Pcr test that complainant performed might yield false negative result. Internal investigation of cp21l62 (i.e. Batch record review, in-process qc records review, and retain test) showed no evidence of false positive results. The subject #11 of 12-18 that anthem facility reported as receiving false positive test result on (B)(6) 2022 was an outside guest of (B)(6). (B)(6) noted that they could not locate the subject #11 because the subject #11 was an outside guest and there were many attendees at the event and so (B)(6) did not have contact details of outside guests. In the absence of the personal information, it would be difficult for access bio to rule out potential root causes identified above.

Event description:
The subject of this report is #11 of 12~18 that (B)(6) facility reported as receiving false positive test results on (B)(6) 2022. Approximately 100 tests were performed before or at a large gathering in (B)(6) headquarter in (B)(6). Several of 12-18 patients tested negative by pcr test.